Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported by the cardiac assist territory manager (catm) that after speaking with the biomed it was confirmed that there was no blood present in the iabp and that the potential issue of condensation had been addressed. The biomed returned the iabp back to service.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) alarmed with a "blood detected" alarm while it was in use on a patient. The customer switched to a different iabp and sent the original to the biomed. No adverse event has been reported.